Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced elevated blood glucose for three days with symptoms of nausea, increased thirst and urination; the patient's blood glucose at the time of the call was 22 mmol/l. The reporter expressed concern that the pump may not have been delivering properly. The reporter confirmed the pump settings were correct. The pump history was reviewed and confirmed that the totally daily dose history was accurate. The reporter confirmed that all of the boluses in the history were delivered completely. The reporter stated that the site was changed multiple times with no noted site issues. This report is made based on the allegation the patient experienced hyperglycemia associated with the concern that the pump may not have been delivering correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.